Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side permanent pain and aesthetic dysfunction and "risk of lymphoma or another type of malignancy". Patient also reported capsular contracture (baker grade unknown), simple cysts, and marginal folds. Device remains implanted.

Event description:
Patient reported later right side capsular contracture, baker grade IV with deformity and danger of extrusion.